Event description:
It was reported that the lead was capped and replaced due to a change in pacing lead impedance and suspected fracture. The patients condition was normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.